Event description:
Patient was having open heart surgery - burn was noticed at the grounding pad site.

Manufacturer narrative:
This report is being filed in conjunction with report number: 1720159-2007-00029. Report 1720159-2007-00029 was completed incorrectly. This report is being filed to correct the errors per FDA request. All devices were evaluated and found to function as designed and within specifications. This statement is also true for the dual dispersive electrodes, thermogard. The user facility requested that a wound care specialist examine the alleged burns to patient. The diagnosis was not a burn, nor a bruise, but skin break down.